Manufacturer narrative:
The event happened in (B)(6) 2013. At the time of event drager was only requested to check the ventilator. The check was performed without findings. After receiving the user facility report drager started to investigate the circumstances of the observed device failure. Unfortunately only the user log was still available, the log which is necessary for technical analysis was already overwritten. The analysis of the situation showed that most likely the device error occurred as a result of countermeasures which were initiated by the user due to an unsatisfying ventilation situation. The ventilation situation was accompanied by stopped inspiration strokes due to high airway pressure, air trapping and accumulation of water in the system. The root cause for this was not device released and the ventilator issued the appropriate alarms according to the situation. The user tried to solve the situation by replacing the expiratory filter. Due to this, the device failure occurred, most likely because water spillage into patient system affected the pressure measurement system. The device information the user with the alarm "fluid in expiratory valve or pressure measurement failure", shortly after this the "device failure" alarm in question was issued. The user reacted as recommended in the IFU and replaced the ventilator. Due to the temporary nature of water drops the problem was not reproducible during service check. The device is in use without further problems since that time.

Event description:
(B)(4).